Event description:
An expired product was used during the procedure.

Event description:
Information received from the field confirmed the event date was july 2, 2025 and the device was not expired at the time of use making this no longer reportable.

Manufacturer narrative:
Information received from the field confirmed the event date was july 2, 2025 and the device was not expired at the time of use.